Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02461. It was reported that stent damage occurred. A 2.50x16mm and a 4.00x20mm promus premier¿ drug-eluting stents were selected to treat the lesion. However, the devices were noted to be damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier us mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink at approximately 438mm distal to the strain relief. A visual and tactile examination of the device of the inner and outer shaft polymer extrusion found that there was a kink at approximately 45mm distal to the end of the port weld. There were no issues with the inner or outer polymer extrusion and the bi-component bond showed no signs of damage or strain. A review of the manufacturing process was carried out as part of the analysis to verify that the device conformed to preventive measures and controls prior to shipping. Before sterile packing of the device, the shaft goes through 100% visual and tactile inspection at the final inspection work-step. Any kink or damage to the shaft would be rejected at this stage and prevent the movement of the device to the sterile packing stage. During the handling and distribution of the final packaged product, operators are trained to damage awareness instructions. Any damaged package identified would not get shipped or distributed. This type of damage most likely occurred at the customer's facility due to handling during unpacking or preparation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02461. It was reported that stent damage occurred. A 2.50x16mm and a 4.00x20mm promus premier¿ drug-eluting stents were selected to treat the lesion. However, the devices were noted to be damaged. No patient complications were reported.